Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charging pad for an ilet device was damaged due to rough handling by children, and a replacement charging accessory was issued. Symptoms included no physiological effects. Outcomes included no clinical impact and resolution through replacement supplies. Investigation included complaint intake and review of device use conditions. Investigation of this case revealed damage from external physical stress to the charging accessory, consistent with user-inflicted damage and not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from mishandling.